Event description:
Provider states a (B)(6) old end user got tangled up in the rail between the rail and head board. End user suffered some red marks on body. Provider states the report differed from what the provider was told by staff when visited.